Event description:
Event description guidant received information that this pacemaker exhibited intermittent ventricular pacing inhibition. Due to this observation, the device was removed and successfully replaced. The device is included in the hermetic sealing component advisory population. Athough the patient was pacemaker dependent, no adverse patient outcomes were reported.